Manufacturer narrative:
The device and the lens were returned loose in the carton. The lens was wrapped in white gauze material. Viscoelastic was dried on the lens. One haptic is broken from the optic in the gusset area. The optic is broken/torn into portions. Only one optic portion was returned. The optic has multiple split/cracked areas. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Only a small amount of viscoelastic is observed in the device. The plunger has been retracted to the fill line. The posterior of the device tip is split/cracked from the depth guard. He reported optic damage was observed. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Also, the device tip has extreme damage observed. This extreme damage may indicate that the lens was not in an acceptable position for advancement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to have a crack mark after it was inserted into the eye. The lens was removed and another lens was implanted instead. There was no reported harm to the patient.